Event description:
Patient with gastrostomy tube (gt) button placed [redacted], button ruptured and dislodged from patient on [redacted]-70 days later. Rn replaced with new gt button tube. No harm to patient. A similar incident occurred in [redacted]-approximately 2.5 years ago, which was reported on medsun.